Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version #: 2.0.1 h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the site was concerned that the surgeon profile was switched from trace to 3-point-touch, although it is not confirmed if anyone on site had made the change manually. The site went through 3-point-touch and was unhappy with the registration due to a 3.5mm registration accuracy. The manufacturing representative (rep) helped the site switched the registration method to trace and got it down to 1.7mm. The site moved forward with surgery. This resulted in a delay of less than one hour. There was no impact on patient outcome. Additional information was received. The procedure was an optical craniotomy. After doing the trace, and getting the score of 1.7, the surgeon was happy with the accuracy.